Event description:
During index procedure, three endeavor sprint rx drug eluting stents were successfully deployed, (3.00 x 30mm) to proximal lad, (3.00 x 18mm) to proximal circumflex and (2.75 x 24mm) to distal circumflex. Approximately 1 week later, patient had three non-medtronic devices deployed to proximal and distal rca. Approximately 8 months post index procedure, patient expired. Investigator has indicated that event was not related to the procedure. Ref 9612164-2012-00183, 9612164-2012-00184, 9612164-2012-00185.

Event description:
Severe calcification at lad, moderate calcification at lcx. Post procedure stenosis remains at peripheral lad. Physicians report; possibility of death by cardiac arrest or arrhythmia.

Manufacturer narrative:
Patient was found in cardiopulmonary arrest at home prior to death. Device relationship to sudden death is unknown. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Results: inherent risk of the procedure (death). (B)(4).

Manufacturer narrative:
.